Event description:
The hcp reported that the pump had more volume than expected. The expected reservoir volume was 2.0 mls; the actual 12.0 mls. No pt symptoms were reported. The type of medication, concentration, and daily dose being administered via the pump were not reported; device registration system indicates morphine. Additional info has been requested, a follow-up report will be submitted if additional info becomes available.